Event description:
It was reported that the atrial lead thresholds had increased since the patient had surgery for heart valve replacement. It was also reported that the telemetry strip recorded while patient was in cardiac rehabilitation appears to show possible ventricular loss of capture on one beat. It was further reported that there was no medical intervention and the patient will be monitored for now since the patient is not symptomatic at this point. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.